Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to pharmacy for replacement due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 09-oct-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Pharmacy technician is calling on behalf of the customer. The customer is concerned with test results from results obtained of 80, 101 and 91 mg/dl. The customer¿s expected am fasting blood glucose test result is >112 mg/dl. The customer feels well and did not report any symptoms. Customer had gone to the pharmacy to change the battery and obtain a replacement device due to the low results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided; date/time changed while customer was at pharmacy): result 1: 80 mg/dl . Date: (B)(6) time: 5:56am fasting (B)(6) 2025 am result, battery/date and time changed before this) . Result 2: 101 mg/dl , date: (B)(6) , time: 6:02am fasting , result 3: 91 mg/dl , date: (b)(60, time: 6:13am fasting.